Manufacturer narrative:
A partial lead with the connector portion measuring 9.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted. No further information is available at this time.

Manufacturer narrative:
Additional information: b1, b2, b5, d10, h1, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. It was noted that the patient had a fall in (B)(6) 2020 and subsequent left shoulder surgery in (B)(6) 2020. Chest x-ray in clinic and lead revision were mentioned. The patient was stable.